Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in an esophagectomy/gastric tube procedure, when the doctor clamped the tissue and tried to fire, the device could not be fired. A new product was without problems. The status of the patient was reported as no problem.